Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was evaluated and the protective foot and back post were drilled into and bent. Evidence suggests this was due to misuse, usage/wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during reprocessing after surgery was completed, the attachment device was found to be ¿bent out of alignment.¿ there were no injuries or medical intervention reported. There was no additional information provided.